Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, there was a repeated error 32097 on universal surgical manipulator (usm) 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 17-may-2022 and obtained the following additional information: the issue was identified prior to starting, post-anesthesia, and after port placement. The procedure was completed robotically with three arms. The operation was prolonged by ten minutes due to the issue. There was no patient injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the usm to address the reported issue. The fse also replaced a worn out eye piece and blue fiber cable. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained and/or following completion of evaluation of the usm. The eye piece and blue fiber cable are field scrap items that will not be returned to isi. In addition, they were unrelated to the reported issue. This complaint is being reported due to the following conclusion: a usm was abandoned after the start of the procedure, and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The unit was tested on an in-house system in normal mode and it triggered errors 1126 and 31226. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and it failed the fiber test. A golden clock spring finer and rolling loop fiber was installed and the failure went away. The original fibers were reinstalled and the failure returned. The root cause of the issue was determined to be a component failure.